Manufacturer narrative:
Subject device was returned for evaluation. The complaint could not be confirmed, as the insertion device was received without the suture, or implants. Visual examination of the returned device found the actuator in the pre-t2 deployment position. The actuator was functionally tested, and found to actuate as designed. A review of the device history records was performed which confirmed no discrepancies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review did not identify additional complaints for the manufactured lot number on file. Per results of the investigation, no root cause was determined. At this time, no further investigation is warranted. (B)(4).

Event description:
During a meniscal repair procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that the t2 implant would not deploy. T1 implant was cut free and removed. The surgeon used a backup fast-fix 360 curved needle delivery system in order to complete the procedure. It was reported that no t implants were left inside of the patient. Post procedure, patient condition was satisfactory. (B)(4).